Event description:
It was reported that the patient experienced a prolonged hypoglycemic event with a nadir of 61 mg/dl and approximately 90 minutes spent low, which was treated with oral carbohydrates including orange juice and food, and blood glucose subsequently returned to 90 mg/dl. Symptoms included hypoglycemia. Outcomes included the need for medication intervention in the form of oral glucose, with no serious injury, illness, or impairment reported. Investigation included communication with the reporter and analysis of information provided by the user or third party. Investigation of this case revealed no specific device findings and insufficient information regarding any device component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.